Event description:
It was reported that there was a hole was found in the patient's catheter around (B)(6) 2012. The physician didn't replace the catheter, but "patched" it instead. It was noted that the patient had not gotten pain relief before or after the procedure. The drugs used in this system were fentanyl and bupivacaine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8591-38, lot# d20366, implanted: (B)(6) 2012, product type: accessory. (B)(4).